Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2015, this patient underwent endovascular repair of a descending thoracic aortic aneurysm using two conformable gore® tag® thoracic endoprostheses. On (B)(6) 2017, a proximal type I endoleak was identified. On the same day, a procedure to treat the proximal type I endoleak was performed. Details of the treatment was not reported to gore. During the procedure, a distal type I endoleak was also discovered. On (B)(6) 2018, an intervention was performed to treat the distal type I endoleak, whereby endoanchors were placed.